Event description:
Clinic called wanting to know if it is ok for pt to have an MRI as the kopans needle had broken off in the pt. Upon further discussion, the reporter stated it had happened in 2007 at another facility. The clinic was advised the product is made of ferrous metal. They will determine what to do at a later time. The pt has not sustained any adverse effect at this time.

Manufacturer narrative:
Evaluation: no product or lot info was provided to assist in this investigation. Cook does warn on the labels of this device: "caution when using kopans spring hookwires: following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement. Final hookwire position should be confirmed by appropriate imaging modality. Under no circumstances should a hookwire engaged in tissue be pulled out without surgical intervention. The hookwire should be used as a guide for the surgeon, not a retractor. We will continue to monitor for similar events.